Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply cable connection and the high voltage cable connection were repaired. The 5 volt power supply was adjusted and the generator battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system monitor power cable was damaged and the digital subtraction would not work prior to a case. The procedure was completed with another system. No pt injury was reported.